Event description:
The customer reported that the device had been displaying 90007, 90008, 20 and 40 error messages.

Manufacturer narrative:
The customer reported that the device had been displaying 90007, 90008, 20, and 40 error messages. The device was evaluated at philips. Philips found the error messages in the device error log, but the error condition could not be reproduced. Multiple parts were replaced, and the failure was resolved. We are unable to determine which of these parts had malfunctioned and caused the failure.